Manufacturer narrative:
Visual inspections were returned on the device. The reported clip malposition could not be confirmed as the clip was not returned and could not be replicated in a testing environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a additionally, a review of the complaint history identified no other incidents from this lot. Factors that may contribute to malposition of the device/clip of device include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction h6- health effect clinical code 4582 was removed.

Event description:
Subsequently to the initially filed emdr, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after a diagnostic cerebral angiogram procedure with a 6f sheath. Reportedly, the clip deployed on the patient's skin. Manual compression was used to achieve hemostasis. The clip was removed from the patient's skin using a blade. Skin glue was applied to the affected area. No additional information was provided.

Event description:
It was reported that this was a vessel puncture closure using a starclose device. Reportedly, the clip deployed on the patient's skin. The physician manually removed the clip from the skin and used skin glue to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.